Event description:
It was reported that while biomed does have some devices that fail rate accuracy, however they do not see many. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.